Manufacturer narrative:
(B)(4). Date sent: 6/8/2021. D4: batch#: u95e0e. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one ecr60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Photo analysis: the first photo shows a device from top view with the jaws and the closure trigger in closed position. A gold reload was noted loaded and the knife appears to be partially advance. The second photo shows a device from handle view and the position of display on the dial indicator was white. The third and fourth photos show a device from trigger area and the closure trigger is in closed position. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? The instrument is locked to the tissue with the jaws closed. If yes, how was the device removed? The instrument was removed with a scalpel by surgeon. Did the jaws eventually open? The jaw didn't open in the end.

Event description:
It was reported that during the lobectomy surgery, after fired on the seventh firing, could not open the jaw. It is unknown how to open the jaw. There were no adverse consequences to the patient. No additional information could be provided.